Event description:
It was reported via patient letter that allegedly "left knee cr tibial insert was completely worn out and must be replaced or risk metal on metal rubbing."

Manufacturer narrative:
The device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device remains implanted.

Manufacturer narrative:
An event regarding wear involving a triathlon #5 cr insert 9mm was reported. The event was not confirmed. Device evaluation not performed as the device was not returned for evaluation. A device history review indicated that all devices accepted into final stock met specification. A complaint history review indicated that there have not been any other events for the specified lot. The patient underwent revision for a reported worn insert. The exact cause of the event could not be determined because further information is needed to determine root cause. No further investigation for this event is possible at this time.

Event description:
It was reported via patient letter that allegedly "left knee cr tibial insert was completely worn out and must be replaced or risk metal on metal rubbing."